Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors; it was unable to confirm needle complaint due to customer returning the sensors with no needle hubs. Analysis not required for 3 new sensors due to them being expired. It was visually found 1 of 2 cannulas retracted to other side of the sensor base and also found broken cannula with broken part missing. It could not be confirmed if the customer received sensor in said condition due to sensor open/used.

Event description:
The customer reported via phone call that she is experiencing issues with sensor insertions and her trainer said it is a possible issue with that lot because they tried a different lot and it worked. The customer explained that the sensors do not insert all the way into the skin. Blood glucose value is unknown. The sensors were replaced and returned for analysis.